Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt developed left hand numbness. The MRI demonstrated about 10 foci of acute infarction in the left hemisphere. One day post-procedure, all symptoms resolved. Two days post-procedure, the pt was asymptomatic and discharged to home. There was no additional info provided.

Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Stroke is a known potential adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.